Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any alleged deficiency relating to ethicon product? If yes, was the case previously reported to ethicon? Can specific patient demographics be provided: if so, please also include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Is the product code and lot number available for any of the ethicon devices used? Are there devices available to be returned for analysis? Does the author/surgeon opine that the ethicon product contributed to any adverse event? Was there any treatment provided for the for the minor bleeding or the uveitis and posterior synechiae?.

Event description:
It was reported in a journal article (titled: pupil-expansion ring implantation through a 0.9 mm incision) that a patient underwent eye surgery on an unknown date and suture was used. Two designs of disposable pupil-expansion rings and simple techniques for their insertion and removal through 0.9mm (20-gauge) incisions are introduced in this article. The bhattacharjee pupil expansion ring is a flexible closed ring made from black monofilament polyamide sutures and the ends are butt joined with glue. The ring has been used during phacoemulsification in eyes with small pupils. Minor bleeding occurred in an eye with uveitis and posterior synechiae. Treatment of the event was not reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2018 it was reported that this device is not malfunction reportable; there is no reported product deficiency and no early or late postoperative complications from the use of the device. Therefore, this medwatch report is not reportable.